Manufacturer narrative:
The technician found that the adaptor switch harness cable for the safe view function was pinched and bare metal wires were visible. The technician indicated that the harness was pinched by a cover which was caused by an improper installation when the bed was upgraded to safe view. He unplugged the harness and patient positioning monitor and the bed not down light functioned properly. The technician replaced the harness to repair the bed.

Event description:
The nurse alleged the patient positioning monitor light and bed not down light were flashing, this happened when the patient exited the bed.